Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic with dislodgement and failure to capture observed on the left ventricular lead. It was noted that the failure to capture was reproducible in clinic. Programming modifications were performed. The patient¿s condition was stable.